Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during an attempted implant, the lab staff opened the box of the left ventricular (lv) lead and it was noted that the lead was sticking outside of the plastic packaging, thus compromising the sterility of the lead. A new lv lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.